Event description:
On (B)(6) 2012 the patient contacted animas and reported that the up arrow button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied physical damage to the rubber keypad and denied the pump was exposed to moisture. The patient wore the pump in a case attached to a waistband or under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the keypad buttons responded appropriately. Investigation was unable to confirm or duplicate the complaint of the intermittent up arrow response issue. There was no evidence of keypad contamination found under the key contacts. There was no defect found with the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.